Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with no device related symptoms. The patient experienced a replace backup battery alarm for at least five days but did not report the alarm to the staff. The alarm was discovered during the patient's admission. The replace backup battery alarm was reportedly a frequent issue for this patient and had occurred more than three or four times in a two year period. The alarms were initially resolved by unhooking the backup battery and reconnecting it as that usually fixed the problem although the issue typically returned months later over and over again. Controller malfunction was suspected, therefore a controller exchange was performed. Following controller exchange there had been no new replace backup battery alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file extracted from the system controller during testing. The log file contained data spanning 5 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were active throughout a majority of the log file, correlating to multiple load test failures across several days. The alarms resolved on (B)(6) 2020 at 10:38 when the backup battery was uninstalled. The battery was reinstalled within several seconds, and the alarm did not reactive throughout the remainder of the log file. All load test failure alarms were caused due to the unloaded voltage being under the acceptable voltage threshold. No other notable events were observed. The system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Backup battery fault alarms were unable to be reproduced. The root cause of the alarms was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are a known issue and are being addressed via a corrective action. No further information was provided. The manufacturer is closing the file on this event.